Manufacturer narrative:
Investigation ¿ evaluation: on 25feb2020, cook was informed of an event involving an ultraxx nephrostomy balloon and set . The balloon burst upon inflation during a pcnl procedure on a 58 year old female patient. The balloon had been inflated to 20psi with 1/2 saline and 1/2 contrast 2 or 3 times. A new balloon was opened and used to complete the procedure. There were no issues post procedure. There was no harm to the patient as a result of the event. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, specifications, and quality control data. Visual examination confirmed a unbc-060055-6-15 balloon catheter and a vs-180017-n sheath only were received in used condition. The cook inflation device was not returned. A function test was performed using a stock cook inflation device and tap water to inflate the balloon. A leak was detected near the distal balloon bond prohibiting full balloon expansion. Under magnification a tear was confirmed in the balloon material creating a hole in the material. Scrape marks were visible near the hole indicating the device was damaged by an instrument of undetermined origin. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint associated with the complaint device lot. Patient reference 293799 was opened to address the second balloon that was used during the procedure. Due to individual leak testing prior to distribution, one leaking device in a lot does not suggest all devices in the lot are defective. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: always inflate the balloon with a sterile liquid. Never inflate with air, carbon dioxide, or any other gas. Do not overinflate. Using excessive pressure to inflate the balloon on this device can cause the balloon to rupture. Precautions: do not exceed the maximum rated burst pressure (listed on label) for this balloon device. Do not pre inflate the balloon. Refer to product label or the inflation check valve on the balloon device for appropriate balloon volume potential adverse events: complications that might occur during this procedure include over inflation of the balloon, which could result in trauma to the surrounding tissue. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A functional test of the returned balloon found a tear in the distal end of the balloon material, with scrape marks indicative of coming into contact with a metal instrument. A review of the device master record shows these devices are leak tested prior to distribution. A review of the device history record did not show any nonconformance's for the lot number of the complaint device. Since the complaint device was manufactured to specifications, the cause for the damaged balloon is associated with mishandling during use by coming to contact with a sharp instrument of unknown origin. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a pcnl (percutaneous nephrolithotomy ), a ultraxx nephrostomy balloon was inserted into a patient and inflated to 20 psi with 1/2 saline and 1/2 contrast when it burst. The balloon had been inflated two or three times when it burst. Another new balloon was used to complete the procedure. It was reported that no portion of the device remained inside the patient and that the patient did not experience any adverse effects due to this occurrence.